Event description:
It was reported that after patient was transferred to bed the spreader bar detached and hit the patient's head. No injury was sustained.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Collecting of the information is ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
The customer reported that the event occurred during using the maxi move device. It was reported that after the patient transferred to a bed, the spreader bar detached and hit the patient¿s head. No injury was reported and no treatment was needed. After the event, the arjo representative inspected the device, test revealed that the lift and spreader bar did not have any malfunction. The arjo made attempts to contact the customer and tried to get additional information regarding an event. A customer replied that during a visit the arjo technician inspected the incorrect spreader bar. The customer stated that spreader bar which took part in the event did not hold in place (on the lift) and observed that the spreader bar ¿popped off super easy¿. The technician returned to the customer and inspected the spreader bar. The evaluation results confirmed that the clip that retains the spreader bar was not holding on the lift . As a result of inspection, the technician replaced the spreader bar and t-bar bushings. The instruction for use for the maxi move device contains information that before using the device the spreader bar should be checked for correct attachment. Also, in the IFU, there is a graphical explanation regarding spreader bar attachment. ¿testing the attachment: to ensure that the attachment is safely connected and secured to the t-bar, hold the attachment firmly with both hands, without pushing on the locking clip thumb pads, and lift the attachment upwards firmly. If the attachment becomes dislodged from the t-bar, do not use the maxi move. Contact your local arjo agent.¿ the malfunction of the spreader bar might lead to reported part detachment. The reported by customer information that the spreader bar attachment was inaffective and easy to be detached, might be discovered before using the device with the patient. As the instruction for use obligated the caregiver to test the spreader bar attachment before each use. To sum up, the arjo floor lift was used during the patient transfer. The spreader bar detached from the lift and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the spreader detachment during use.